Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation with a (left) 325cc mentor memorygel breast implant and a (right) 300cc mentor memorygel breast implant, suffered bilateral capsular contractures; baker grade iii, post-procedure. Patient felt the implants were riding high and the capsular contractures were diagnosed via physical examination. As a result, the patient underwent bilateral removal and bilateral replacement with the following devices on (B)(6) 2020: (left) 300cc mentor memorygel breast implant catalog: 3503004bc lot: 9435104 sn: (B)(4) and (right) 275cc mentor memorygel breast implant catalog: 3502754bc lot: 7479925 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On september 21, 2020, the mentor failure analysis lab received the device for evaluation. On october 7, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).